Manufacturer narrative:
Product analysis the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst note the full lead was returned with a stylet in the lead. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non -physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high/undefined pacing impedance, noise, and high sensing integrity counter (sic) resulting from a possible fracture. It was noted that an audible alert was triggered and that there was positive provocation tests with indication for revision. At the lead revision procedure there was a connection problem between electrode and aggregate was suspected with detectable liquid/blood at the electrode tip and subsequently (after cleaning the tip) inconspicuous electrode values and inconspicuous provocation tests. Thus, the rv lead remained in use. Then the following day the control showed renewed impedance fluctuations, thus indicating an electrode defect with renewed revision to replace the rv lead. The rv lead was explanted and replaced. It was noted that after explantation there were slight changes in the insulation surface (localized slightly wavy surface) were found. No patient complications have been reported as a result of this event.